Event description:
It was reported that the ilet charger was not reliably charging the device, with the user initially observing charge levels limited to 35 percent, though a subsequent charge increased from 15 percent to 75 percent within 25 minutes. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user education on correct charging practice and removal of the clip, a review of device logs by engineering to assess battery health, and shipment of a replacement charger. Investigation of this case revealed suspected charger performance issues rather than a device battery defect, consistent with improper charging setup or charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user interface and accessory performance issues.